Event description:
It was reported that the current lead end cap had one setscrew which was focused on the number three contact. Depending on the angle and other necessities to place the temporary lead and end cap on the skull, significant stress was placed on the third contact. This resulted in a stretching of the third contact away from the normal interspace and in some cases caused a fracture and open circuit with the wire connecting to the third contact. In turn this led to the third contact not being a programming option. In some other situations the issue resulted in a fracture and open circuit of more than one contact. Some physicians avoided this potential issue by using a different product.

Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator; product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4).